Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 1 drawers 2.2 and 2.1 had failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer discovered that the auxiliary half-height sub drawers, 2.1 and 2.2, had failed, and both console controller boards were unsuccessful in the hardware testing application mode, with the cubie map not being visible. The fse replaced the drawer controller board, and both sub drawers became responsive, leading to the final test being performed. The customer was able to perform an inventory after the repair. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 1 drawers 2.2 and 2.1 had failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.